Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("blood clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), dyspareunia ("painful sex") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, infection, dyspareunia and uterine leiomyoma outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion induced ("pregnancy (termination)"), genital haemorrhage ("blood clots/ abnormal bleeding") and uterine haemorrhage ("minimize uterine bleeding during the dissection of the essure device") in a 32-year-old female patient (gravida 4, para 3) who had essure (batch no. 628317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2008). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion induced (seriousness criterion medically significant). In 2012, the patient underwent pregnancy with contraceptive device (seriousness criterion medically significant) and abortion induced (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), infection ("infections"), dyspareunia ("painful sex/ dyspareunia (painful sexual intercourse)"), uterine leiomyoma ("fibroids"), hormone level abnormal ("hormonal changes"), abdominal pain ("pain in my belly"), asthenia ("lose my energy"), insomnia ("I cant sleep good"), anger ("I was angry too"), vaginal infection ("vaginal infections"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), alopecia ("hair loss"), pain in extremity ("pain in legs, arms and hands"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ longer periods after essure"), dysuria ("pain when pee and burn inside") and toothache ("tooth pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion induced, genital haemorrhage, uterine haemorrhage, infection, dyspareunia, uterine leiomyoma, hormone level abnormal, asthenia, insomnia, anger, vaginal infection, migraine, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, vaginal discharge, nausea, vaginal haemorrhage, menorrhagia, dysuria and toothache outcome was unknown, the abdominal pain and headache was resolving and the pain in extremity had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abortion induced, alopecia, anger, asthenia, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, headache, hormone level abnormal, infection, insomnia, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth disorder, toothache, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2009: the both tubes was close most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received-.lot number added. Events per pfs: pregnancy (stillbirth or miscarriage), device ineffective, pregnancy (termination), hormonal changes, pain in my belly, lose my energy, I cant sleep good, I was angry too, vaginal infection, migraine, headaches, bladder problems, urinary problems, dental problems, dysmenorrhea (cramping), vaginal discharge, nausea, hair loss, pain in legs, arms and hands, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain when pee and burn inside, uterine bleeding and tooth pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy stillbirth or miscarriage)), abortion induced ('pregnancy termination'), genital haemorrhage ('blood clots/ abnormal bleeding') and uterine haemorrhage ('minimize uterine bleeding during the dissection of the essure device') in a 32-year-old female patient who had essure (batch no. 628317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6) 2001, (B)(6) 2004, (B)(6) 2008) on (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced infection ("infections"). In (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)\every month after essure I had abnormal bleeding with blood clots. I also had longer periods after essure.") And menorrhagia ("abnormal bleeding (menorrhagia)/ longer periods after essure\every month after essure I had abnormal bleeding with blood clots. I also had longer periods after essure"). In (B)(6) 2012, the patient experienced dyspareunia ("painful sex/ dyspareunia painful sexual intercourse"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent abortion induced (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and toothache ("tooth pain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced pain in extremity ("pain in legs, arms and hands"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("pain in my belly"), asthenia ("lose my energy"), poor quality sleep ("I cant sleep good"), anger ("I was angry too"), vaginal infection ("vaginal infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and dysuria ("pain when pee and burn inside") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion induced, genital haemorrhage, uterine haemorrhage, infection, dyspareunia, uterine leiomyoma, hormone level abnormal, asthenia, poor quality sleep, anger, vaginal infection, migraine, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, vaginal discharge, nausea, vaginal haemorrhage, menorrhagia, dysuria and toothache outcome was unknown, the abdominal pain and headache was resolving and the pain in extremity had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abortion induced, alopecia, anger, asthenia, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, poor quality sleep, pregnancy with contraceptive device, tooth disorder, toothache, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2009: results: the both tubes was close. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-apr-2020: follow up received from social media. Reporters were added. Codes were changed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion induced ("pregnancy (termination)"), genital haemorrhage ("blood clots/ abnormal bleeding") and uterine haemorrhage ("minimize uterine bleeding during the dissection of the essure device") in a 32-year-old female patient who had essure (batch no. 628317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6)2001, (B)(6)2004, (B)(6)2008). On (B)(6)2009, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent abortion induced (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), infection ("infections"), dyspareunia ("painful sex/ dyspareunia (painful sexual intercourse)"), abdominal pain ("pain in my belly"), asthenia ("lose my energy"), poor quality sleep ("I cant sleep good"), anger ("I was angry too"), vaginal infection ("vaginal infections"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), alopecia ("hair loss"), pain in extremity ("pain in legs, arms and hands"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ longer periods after essure"), dysuria ("pain when pee and burn inside") and toothache ("tooth pain") and was found to have uterine leiomyoma ("fibroids") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove essure implant). Essure was removed on(B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion induced, genital haemorrhage, uterine haemorrhage, infection, dyspareunia, uterine leiomyoma, hormone level abnormal, asthenia, poor quality sleep, anger, vaginal infection, migraine, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, vaginal discharge, nausea, vaginal haemorrhage, menorrhagia, dysuria and toothache outcome was unknown, the abdominal pain and headache was resolving and the pain in extremity had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abortion induced, alopecia, anger, asthenia, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, poor quality sleep, pregnancy with contraceptive device, tooth disorder, toothache, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in april 2009: results: the both tubes was close. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.